Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm cephalic arch, brachiocephalic arch. Another in.pact av access was later used to treat the left arm cephalic arch, brachiocephalic arch. Approximately 18 months post index procedure patient suffered vessel restenosis in access circuit of arteriovenous fistula. Access in arteriovenous fistula extending from brachial artery to cephalic vein. Multifocal stenosis present in cephalic arch and central brachiocephalic vein. A 6x100mm mustang balloon was advanced across cephalic arch. Post dilation angiography demonstrated residual stenosis. A 7x100mm mustang was used. No significant residual stenosis demonstrated. A 10x60mm mustang balloon was advanced across the central brachiocephalic vein. Post dilation angiography demonstrates no significant residual stenosis. Patient recovered.